Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving morphine(2.1mg/day, 25mg/ml). It was reported that the healthcare provider (hcp) was unable to refill the pump due to flipped pump. The patient had a pocket revision and a refill of the pump on (B)(6) 2018. The issue was resolved. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine with an unknown dose and concentration. The reason for use was not reported. It was reported that the physician was unable to refill the pump as it had flipped. It was unknown if there were any environmental/e xternal/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting consisted of the physician using fluoroscopy to try to fill the pump but was unable to gain access. Under fluoroscopy it appeared pump was flipped. Actions taken to resolve the issue consisted of the physician contacting the surgeon to advise that the patient needed a pocket revision. The doctor requested the pocket be revised within the next 10 days as pump will be empty at that time. The doctor will advise with surgery date. The patient status was listed as ¿alive ¿ no injury.¿ the issue was not resolved at the time of the report, surgical intervention did not occur, it was planned but not scheduled. There were no symptoms reported. The hcp would have no further information for the manufacturer. There were no further complications reported/anticipated.